Event description:
It was reported that the tip of the fiber broke and burnt the physician's finger when he connected the fiber into the port during a ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use.

Event description:
It was reported that the tip of the fiber broke and burnt the physician's finger when he connected the fiber into the port during a ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.